Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens was very stiff during the implantation. In follow-up, it was reported that the lens was not implanted into the patient's eye. The surgeon noticed the lens crack before the surgeon started to load the lens. The crack or a small piece of a broken lens was discovered at the edge area close to the haptic. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected under microscope at 10x magnification. Ovd (ophthalmic viscoelastic) residue and particles were observed on the lens. The lens optic was observed damaged, with a defect which is similar to scratches, the same damage was also observed near the haptic. One (1) loop was observed distorted. No crack on the lens was observed. The issue reported by the customer, crack or small piece of material broken/missing close to the haptic area was verified by the investigation/inspection. Based on the investigation, there is no indication of a product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The search revealed that no other complaints for this production order were received. The lens met specifications prior to release. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper handling and use of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.